Manufacturer narrative:
(B)(4). The customer discarded the sample.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 3. The care giver (cg) stated that the supply bag fell and disconnected. The technical service representative (tsr) had the cg cycle the power and the hc alarmed the system error 2367. The cg stated that he would start over with new supplies. The tsr explained to the cg that there were two cycles remaining with a last fill and that the cg may want to end therapy in dwell three so that the home patient (hp) has her last fill in her. The tsr advised the cg to notify the peritoneal dialysis nurse of the alarms. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. No patient injury or medical intervention was reported.